Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was not completed because no device lot number was provided. When the device was returned to mmd, there were no free floating particulates observed, there were however, embedded particles within the plastic of the tubing. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the administration set had particles in it and that they were past the filter. They also stated that the set had been used in conjunction with another device that is currently being recalled for particulate issues. Mmdg followed up with the initial reporter and they stated that the complaint had occurred while they were mixing tpn and had not involved a patient. No other information was provided. [Complaint-(B)(4)].

Event description:
The initial reporter stated that the administration set had particles in it and that they were past the filter. They also stated that the set had been used in conjunction with another device that is currently being recalled for particulate issues. Mmdg followed up with the initial reporter and they stated that the complaint had occurred while they were mixing tpn and had not involved a patient. No other information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no device lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.